Manufacturer narrative:
The reported event of sensing noise was confirmed. Electrical testing found internal shorts between the conductors due to the damaged insulations consistent with procedural damage. Visual inspection of the lead found two external insulation abrasion exposing the outer coil consistent with friction to the device can, located proximal to the suture sleeve impression. The cause of the reported event was isolated to the insulation abrasion found on the lead.

Event description:
Additional information received notes recurring issue of oversensing noise on both the atrial and right ventricular (rv) leads. The physician elected to explant and replace both the atrial and rv leads. The patient condition was stable.

Event description:
Related manufacturer report number: 2017865-2023-19377. It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing noise on both the atrial and right ventricular (rv) lead. No changes or intervention was performed; the device will continue to be monitored. There were no patient consequences.

Manufacturer narrative:
Correction: supplemental needed to add b2 ¿required intervention to prevent permanent impairment/damage (devices)".